Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The battery and ac power accessories were not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.